Event description:
It was reported that the 9900 system continues to beep after the exposure button is released. No pt injury was reported. Also the flip flop brake will not fully disengage. The vertical lift column is slow to respond. The touch screen is not working correctly.

Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen was calibrated. The generator interface board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.